Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported "2 small fibroadenomas, hardening, can't stretch arm up as skin feels too tight, misshapen breast", " is worried about the recall and link to alcl". Later, patient reported "3 lumps in my breast", "capsular contracture, the pain, the tenderness", "concern this is related to symptoms that could be the reason this allergan textured implants were recall". This relates to the right side. The device remains implanted.